Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having soreness and redness at the ipg site. It was also reported that the patient had an infection which was believed came from the previous surgery. The infection was not device related. The patient underwent an explant procedure.

Event description:
A report was received that the patient was having soreness and redness at the ipg site. It was also reported that the patient had an infection which was believed came from the previous surgery. The infection was not device related. The patient underwent an explant procedure.